Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose level was low as 47 mg/dl and current blood glucose is 105 mg/dl. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.